Event description:
It was reported by a distributor that a valkyrie re operation procedure occurred in a patient. The patient was seen 11 days post operatively after experiencing a fall and coughing fit. A re operation was initiated on the patient and noted sternal dehiscence with the observation of the sternal construct failure (pull through of wires and fracture of plates). As a follow up, interview with (B)(6), (hcp present in the original and revision case) was conducted on (B)(6) 2023. It was noted that the patient's bone quality was extremely poor. The x-plates and the v-plate fractured at the mid-line, screws remained attached to the plates and the bone. Blunt force trauma may have contributed to the event. During the initial closure of the sternum, it was noted that the sternum bone quality was very poor. Patient received an additional procedure to remove the device, a wound vac. And muscle flap was performed.

Manufacturer narrative:
The device has not been returned and is not available for investigation. A DHR review was conducted or confirmed that the device(s) met specification prior to shipping. This report will be updated should this information become available at a later date.

Manufacturer narrative:
UDI related data quality updates only correct d4 and g4 content to match gudid.